Event description:
It was reported that this right atrial (ra) lead exhibited noise on the atrial channel. No adverse patient effects were reported. This lead remains in service. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).